Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during flap creation the flap was not properly lifted as a resulting in thin flaps and corneal perforations in the patient¿s left eye during lasik surgery. There are multiple related reports for this facility. This report addresses patient initials (B)(6), in the left eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. The vacuum check and the energy check were performed successfully without issues. The logfile shows eighteen successfully performed treatments. The logfile shows the total treatment duration. The surgeon lost vacuum one once times and vacuum two twice during the docking process or before the treatment. Suction ring and patient interface were docked three times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. During onsite technical visit field service engineer confirmed that device met specifications as per service installation record and that event was not confirmed nor replicated. As per attached treatment report, the picture shows a decentered docking, possible fluid between patient interface and eye, opaque bubble layer near hinge and possible uncut areas all over the flap cut surface. When such events occur, surgeons are trained to not open the flap, in order to avoid the possibility of flap tear. It is not clear why surgeon chose to ignore normal procedure and open flap, therefore causing perforation of said flap. Due to the multiple docking attempts the cornea might be swollen, which changes the thickness and therefore the depths of the cut and it´s completion. A total time of over five minutes in completing a flap, with a suction ring applied to the eye for over four minutes and having the eye subject to multiple docking attempts might have been the strongest influence in this case. No root cause for the customers reported event could be determined, the device met specifications. Most probable root cause is user handling includes long suction times and multiple docking attempts. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during flap creation the flap was not properly lifted as a resulting in thin flaps and corneal perforations in the patient¿s left eye during lasik surgery. The surgery procedure was not completed on the given day and no event of intervention or hospitalization was reported. There are multiple related reports for this facility. This report addresses patient initials (B)(6), in the left eye and additional manufacturer reports will be filed for the other patients.